Manufacturer narrative:
Tutogen conducted a batch documentation review for serial ID (B)(6) manufactured from lot nz18380076. Batch documentation review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. No departures from standard operating procedures were noted during the re-review for lot nz18380076. Tutogen has manufactured and distributed 100 copios® pericardium membranes from lot nz18380076 without related complaints. There are 4 related complaints associated with the dentist. According to the reporter's case description, the copios membrane absorbed too fast resulting in insufficient bone regeneration. A batch documentation review confirmed that no issues occurred during the production of the copios pericardium membrane. There is no plausible explanation why the membrane would cause a bone graft failure, however the age of the patient (and perhaps other not reported risk factors) may have contributed to the reported healing problems. It is more plausible that the patient's graft resportion was associated with a source or event extrinsic to the copios pericardium membrane.

Event description:
Rti surgical, inc. D/b/a/ evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received additional information that indicated the following: the patient is a smoker and allergic to nolotil. The patient underwent a bone augmentation procedure on (B)(6) 2020. A copios pericardium membrane and botiss maxresorb granules 0.5 - 1.0mm were implanted at tooth site #22. On (B)(6)2020, the patient returned for follow-up. Upon the removing the stitches, the dentist noticed that the copios membrane had resorbed and the botiss maxresorb granules were exposed. The dentist felt that "the membrane effect was too short". This means that the copios pericardium membrane absorbed too fast. To date, no additional information has been provided to evergen for review.

Event description:
On (B)(6) 2024, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from a dentist in spain that indicated the following: the reported complaint indicated that the dentist noticed that when he used copios pericardium membrane he doesn't achieve bone regeneration and almost all of the bone is lost because the membrane effect is too short. When he uses other membranes from other companies, he doesn't have any issues and the bone regeneration is successful. The dental procedure took place at tooth site #22 on (B)(6) 2020 with implantation of small maxresorb® particles, 0.5mm -1.0 mm. The graft was explanted on (B)(6) 2020. To date, no additional information has been provided to rti for review.

Manufacturer narrative:
Investigation is in process. A follow-up report will be submitted upon completion.